Event description:
A customer from (B)(6) tested her blood glucose using her contour usb meter and received readings of 458 and 443 mg/dl. She retested using another meter and received a reading of 199 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. At this time, it's not known if the test strips will be returned for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.